Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that "did not work" was confirmed by baxter service personnel as a battery issue. The assignable cause was determined to be physical damage to the main battery. The main battery was replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that "did not work." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.